Event description:
The customer experienced a low blood glucose event of 30 mg/dl. Customer reported no symptoms related to their low blood glucose event. Troubleshooting was declined by the customer and that they will contact their health care provider. Emergency medical services were dispatched to the customer, and they took him to the hospital where the customer was admitted for an overnight stay. The customer was treated with food and glucose tablets, it was not suggested. The customer discontinued use of the pump and it was returned for analysis. It was unknown if the auto mode was active.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was not included in the initial report. The information has been provided with this report.

Event description:
Information received by medtronic indicated that pump experienced low blood glucose event value 30 mg/dl. The customer is currently reporting symptoms related to hypoglycemic event. Troubleshooting was performed. The customer was admitted in hospital emergency visit to get treated and overnight stay is recommended. Glucose and carb intake was suggested. There is no information to determine whether the pump in use within 48 hrs and pump auto mode/smart guard feature was active at time of low blood glucose event. No further patient complications were reported. The customer will continue using the device and pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of all insulin delivered = 38.075, daily total of basal insulin delivered = 23.175, daily total of bolus insulin delivered = 14.9. On (B)(6) 2023 05:54:42.000: normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 5.5, bolus amount delivered = 5.5. On (B)(6) 2023 12:24:32.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 5.7, bolus amount delivered = 5.7. On (B)(6) 2023 18:53:00.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 3.7, bolus amount delivered = 3.7. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.